Manufacturer narrative:
MFR ref no.: (B)(4). Eval reproduced the reported symptom of "errors on key pad". The unit in its received condition permitted power up, navigation, and pump run, however, has limited keypad operation due to intermittent keypad response #2, #2, #4, #5, #6, #7, #8, #8 and a double response of keys #0, #1 keys caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a pump displayed keypad malfunctions. It was also reported that there was no pt involvement.